Event description:
A mayfield modified skull clamp was involved in a slippage during a procedure. The patient experienced a laceration as a result. Additional clinical information has been requested, but has not been received.

Manufacturer narrative:
Integra lifesciences engineers have completed a through investigation of the returned mayfield modified skull clamp and have provided the following; the returned unit was put under pressure and the engineers were unable to duplicate the slippage. The 80 pound torque knob tested good under pressure, the ratchet extension arm had no visible cracks; the lock had rotational and lateral movement, but this would not cause a slippage. The large starburst teeth showed some wear, but were still functional. The unit also needed helicoils, but this would not have caused a slippage. The rocker arm passes go nogo gage; all other components were functional. In summary the returned unit passed all functional testing - requirements therefore the root cause is not due to the design or manufacture of the device. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.